Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined.the lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample has been discarded, however; companion sample was available and requested. The lot number is unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 6 of 6. The home patient (hp) has four bags connected and has solution in the final bag only. The technical service representative (tsr) had the home patient (hp) cycle power to the hc machine. The tsr referred the hp to the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the patient stated that there was nothing noticed with the supplies and using new supplies cleared the alarm. There was no patient injury or medical intervention was reported.